Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose level of 546 mg/dl and it was addressed with a manual injection. . It was confirmed that the customer has alternate insulin therapy available.